Manufacturer narrative:
B3: unknown; no information has been provided to date. H3/h6: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional, visual and delivery test were performed. The customer's problem was duplicated. The flow rate was too high. The root cause in unclear however, the investigation found that the expulsor needs to get sanded in order to fix the issue.

Event description:
It was reported that the tolerance of the funding rate slightly exceeded. There was unknown patient involvement reported.